Manufacturer narrative:
The device was discarded after the procedure and was not returned. Therefore, physical investigation could not be performed. The manufacturing records could not be reviewed as the lot number was not provided. At the time of the skin injury observation, it was noted that the grey needle tubing was under a blue towel and thus the grey tubing touching the skin surface was not observed. The physician confirmed that no further complications or treatment was required.

Event description:
After completion of a cryoablation procedure, it was noticed that the needle tubing was touching the patients skin causing blistering. The treating physician discussed with patient's daughter who agreed to watch the skin closely at home. No additional follow up was requested. During a follow-up conversation, the physician confirmed that no further complications or treatment was required.